Event description:
Pt was implanted with two (2) 2.4mm ti compression tension and plates and twelve (12) screws on (B)(6) 2012. Postoperatively, the pt experienced pain and drainage. On 08/31/2012, the pt was returned to surgery for removal of all hardware. No new hardware was implanted as it was noted that the fracture was healed. This report is #4 of 14 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.

Manufacturer narrative:
(B)(4): placeholder.